Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
Consumer indicated the clear piece of the applicator plunger came detached and was inserted with the tampon. She experienced severe pain until she removed the tampon and plunger piece.

Event description:
It was reported that during a cholecystectomy procedure, the jaw did not open. The surgeon set with a new device next to clip for resection. As a result of the difficulties encountered with this device, the procedure was prolonged 15 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the (B)(4) device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications and then, it locked out as intended but the orange indicator was visible at 14th firing sequence thus, it was not completely visible. This finding is not related with the incident reported. It should be noted that an investigation has been initiated to address the potential root cause of the opening issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.